Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Due to no device returned, an investigation into the device status was not possible at this moment. If the device or additional information becomes available at a later date, the investigation shall be updated appropriately. Due to no device return a definitive root cause could not be determined. However, per f210300 diego elite mdu functional checklist, a mdhp100s is visually and functionally inspected with a test console. Proper motor activation and rf energy is verified over 10 seconds with all appropriate accessories. The functional checklist and device history record suggests that the device was shipped free from damages. This may mean that the damages incurred were as a result of transportation or use. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected serial/lot number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that the device was experiencing overheating of the handpiece. The handpiece was operating intermittently when it was starting and stopping during use, then it became hot. There was no patient injury or harm reported. No additional information was provided.